Manufacturer narrative:
The reported meter (B)(6) was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. The meter did power on with button depression and with strip insertion. A blank screen was not observed. No malfunction or product deficiency was identified. Therefore, this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported adc meter was no longer turned on by button or by test strips. As a result, the customer "mentioned that she received a medical treatment because of the meter issue and she was treated by the doctor of all kind of medical treatment". No further information was provided as the customer expressed frustration and declined to continue the troubleshooting process. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported adc meter was no longer turned on by button or by test strips. As a result, the customer "mentioned that she received a medical treatment because of the meter issue and she was treated by the doctor of all kind of medical treatment." No further information was provided as the customer expressed frustration and declined to continue the troubleshooting process. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. An extended investigation has been conducted, which involved a manufacturing review of device history records (dhrs)), previous complaint and corrective and preventive action (CAPA) investigations conducted for blank screen issues, process failure mode effects analyses (pfmeas), design controls, and design failure mode effects analyses (dfmeas), risk management reports, risk evaluations, and label copy. The investigation did not identify any indication that the product did not meet specification. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.